Manufacturer narrative:
(B)(6).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 app screen is frozen. Patient swiped the app closed and reopened it. The screen was still frozen. Patient swiped the app closed again, rebooted the phone, reopened the app and it worked. No additional event or patient information is available.